Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number, (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including multiple types of organ failure and cardiac arrhythmia, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A CT of the chest on (B)(6) 2023 showed large right pleural effusion, atelectasis and pulmonary edema. The patient was given 10mg of etomidate and 100mg of rocuronium. On (B)(6) 2023 a percutaneous tracheotomy was performed. Head CT showed no evidence of acute intracranial hemorrhage or acute large territorial infarction. Ileus resolved on (B)(6) 2023. The patient was later found to have pneumonia. The pleural effusion, respiratory failure and renal dysfunction were all ongoing at the time of study completion or withdrawal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with increased lethargy 24 hours prior to admission. Chest x-ray was remarkable for diffuse pulmonary edema with large right pleural effusion. The patient was intubated after becoming apneic and unresponsive while undergoing computed tomography (CT) of the brain. An amiodarone bolus was administered for atrial fibrillation with rapid ventricular response (rvr). The patient was transferred to the cardiovascular intensive care unit (cvicu) and remained hypotensive requiring vasopressor support. Renal dysfunction was also noted requiring dialysis. On (B)(6) 2023, it was noted that the patient had not had a bowel movement in the last 7 days. CT and x-ray of the abdomen showed massive, dilated loops of air-filled small bowel pressing against the patient's diaphragm, allowing inadequate ventilation. The patient received prokinetics, enemas, and an orogastric tube decompression at low intermittent suction was placed.